Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a correction injection via manual insulin therapy. No third-party assistance was required. Customer changed infusion set and cartridge and resumed insulin to resolve the occlusions.